Event description:
Caller claims his father got a reading of 162 on his elite meter and 245 with his other meter. A control test on the elite gave a result of 1.4. Customer service discovered that the meter was in mmol/l. Customer service assisted the caller in changing the meter back to mg/dl. The customer thought the meter was reading 162 instead of 16.2, so he did not change any medication. The caller did not have a check strip. The control solution was opened. Customer service also discussed proper sampling technique and the importance of hand washing before testing. Customer service will continue follow-up when new check strip and control are received.